Event description:
(B)(6) 2023 (B)(6) (con): information was received from a patient regarding an external device. It was reported that his recharger is not charging his implanted neurostimulator. Patient states the lights are scrolling on the wr. Patient service specialist walked patient through resetting the wr and the lights did not stop scrolling. The caller also stated that they needed the charging cable for the docking station. The issue was not resolved through troubleshooting. Additional information received from the consumer reported somehow their deep brain stimulation system got turned off, and they think it was from not charging it as they don¿t use the dbs system often and hadn¿t charged for a couple of weeks (although someone said the patient last charged four days prior). The last three days were ¿horrific¿ for the patient so they were going to see their neurologist today as they had been having ¿fits.¿ during the call the patient couldn¿t find the communicator so they were unable to turn their system back on.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37612, serial# (B)(6), product type implantable neurostimulator product ID wr9200, serial# (B)(6), : product type recharger product ID neu_unknown, serial# unknown, product type unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.